Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to bleeding lcd glass. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump¿s screen had 2 lines on it and it was not allowing the information to be read. The customer¿s blood glucose level was 168 mg/dl. Troubleshooting was performed. They performed a self-test. The caller stated that there were two lines of missing segments and they were unable to read the information on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.